Event description:
It was reported that insulin drips were intermittently not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, multiple supply changes were performed to address the issues; however, the issue persisted, and the customer reverted back to an alternative method of insulin delivery. Customer¿s blood glucose level was 149 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.